Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead had oversensed noise causing asystole greater than two seconds in duration. Surgical intervention was performed due to loose setscrews. Recently, the physician requested a longevity calculation for the associated implantable pulse generator. Boston scientific technical services (ts) noted that there was evidence of low shock impedances. The patient is pacemaker dependent however no adverse patient effects were reported. No additional surgical intervention was performed and the patient will be monitored.